Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative indicated that the retention issue was resolved. The healthcare provider could not attribute the retention to any specific cause as the patient had several concomitant disease states.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va15xm7, implanted: (B)(6) 2016, product type: lead.

Event description:
The healthcare professional (hcp) via the manufacturer representative (rep) reported the consumer went home from the stage ii implant and was vomiting for 2 days with little intake. They went to the emergency room (ER) for dehydration and were found to be in retention. The consumer was sent home with a catheter that was removed (B)(6) 2016. It was noted that the diagnostics were completed in the ER. The surgeon had the consumer turn off the implant for a several days to let their system calm down. The implant would be turned on the following week to see how the patient responds. The issue wasn¿t resolved at the time of the report. The consumer¿s status at the time of the report was alive-no injury. No surgical intervention was planned at the time of the report. Indications for use were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.